Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed and the beginning of occlusion test was interrupted by multiple yes/no prompts followed by an immediate upstream occlusion. The upstream occlusion (uso) sensor was found to be defective. The uso sensor will be replaced to address this issue.

Event description:
It was reported that the pump had an amber/orange led malfunction during testing. Evaluation of the returned device identified a defective upstream occlusion sensor. There was no patient involvement.